Event description:
It was reported that during cleaning and disinfection, the flushing pump had damaged foot switch. There was no patient involvement.

Manufacturer narrative:
E1 (address) - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. This event was reported in error and it would be unlikely to cause or contribute to a death or a serious injury if it were to recur.